Event description:
It was reported during a study, the sheath was inserted into the femoral vein according to the seldinger technique. A quadripolar, response 6f diagnostic catheter was brought in and moved to the right atrium. The physician recognized bleeding in the groin and found the proximal end of the sheath was disconnected from the distal end of the shaft, which remained inside the vein and could not be removed by the physician. Therefore, the patient underwent vascular surgery to remove the sheath (open revision).

Manufacturer narrative:
One used fast-cath duo introducer with its associated 12f dilator, and 12f sheath were returned for evaluation. Review of the device history record confirmed the following lots met manufacturing requirements prior to shipment. Visual inspection confirmed the fast-cath duo introducer sheath was separated at the molded hub. The sheath also had damage at the proximal edge of the sheath tubing. A review of the database revealed no similar incidents pertaining to the lot number reported in this event. St. Jude medical is investigating the hub to shaft separation on fastcath duo/trio hemostasis introducers. The following dates are estimated. Only the month/year is known: expiration date.